Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 202 and 203 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/27/2018 and open vial date is (B)(6) 2017. Customer also stated the low battery symbol is on always, even after putting in a new battery. The meter memory was reviewed for previous test result history (date / time not set; customer stated the blood tests were not all taken on the same day as the memory indicates): (B)(6). Memory concerns: the customer is concerned with 202 mg/dl and 203 mg/dl. The customer states the blood tests were not all taken on the same day as the memory indicates.